Event description:
Reported blood glucose results of 601 mg/dl, 61 mg/dl and 54 mg/dl with a lifescan meter, performed within 10 minutes of each other. The patient received two readings of c (for control). Patient did not have control solution to perform troubleshooting.